Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a total hysterectomy plus bilateral adnexectomy via laparoscopic procedure, while suturing the vaginal stump, the needle and thread broke. The needle and the suture were detached at the beginning of using the suture for continuous technique. To resolve the issue, the surgeon replaced with other suture to suture. There was no patient injury.